Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via manufacturer representative, with implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the patient had been pain over the ins for 5 days. He has an appointment to pursue explant on (B)(6) 2018. The patient has older pns leads. The patient had not used the device for a long time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had their whole system replaced today ((B)(6) 2019). The patient had two leads nicely placed at the patient's midline into t6. The patient was getting optimal coverage of their back pain. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the patient was scheduled for a replacement but has a uti and will wait for urology to clear him before replacement scheduled. No further information. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient¿s new pain was a separate issue. The patient no longer used their leads anymore. They were advised to follow-up with their healthcare provider regarding the pain. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3888 lot# serial# unknown product type lead h3: analysis of the implantable neurostimulator found the battery had a reduced capacity due to overdischarge. Analysis of the lead found all conductors were broken at 20.6 cm, 21.7 cm, and 22.5 cm from the distal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.